Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned by the customer; nevertheless, physician has provided pictures of the device. As per pictures provided; it can be observed that the coil is kinked, stretched, and unraveled.

Event description:
It was reported that coil was removed using rescue handle. The target lesion was located in the mildly tortuous gonadal vein. A 12mmx40cm interlock-35 was selected for use. During procedure, several coils were already used in the patient but trouble was encountered upon using the last two coils. Both coils had trouble deploying and were stretched. This device was removed using rescue handles while the other coil was then deployed successfully. The procedure was completed with another of the same device. No further patient complications were reported. It was further reported that the coil was removed from patient's anatomy and that rescue handle is used in retrieving objects from inside the vasculature.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The pictures provided by customer showed a coil kinked and stretched. Also, the fiber blondes had blood on them. Only the main coil was returned. The main coil was returned stretched and kinked. The interlocking arm was detached. No more damages were found in the device. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil that cud be measured were performed and observed that the outer diameter (od) of the zap tip and primary coil and no. Of distal fiber bundles were within specifications. However, the no. Of proximal fiber bundles were lacking.

Event description:
It was reported that coil was removed using rescue handle. The target lesion was located in the mildly tortuous gonadal vein. A 12mmx40cm interlock-35 was selected for use. During procedure, several coils were already used in the patient but trouble was encountered upon using the last two coils. Both coils had trouble deploying and were stretched. This device was removed using rescue handles while the other coil was then deployed successfully. The procedure was completed with another of the same device. No further patient complications were reported. It was further reported that the coil was removed from patient's anatomy and that rescue handle is used in retrieving objects from inside the vasculature.

Event description:
It was reported that coil was removed using rescue handle. The target lesion was located in the mildly tortuous gonadal vein. A 12mmx40cm interlock-35 was selected for use. During procedure, several coils were already used in the patient but trouble was encountered upon using the last two coils. Both coils had trouble deploying and were stretched. This device was removed using rescue handles while the other coil was then deployed successfully. The procedure was completed with another of the same device. No further patient complications were reported.

Event description:
It was reported that coil was removed using rescue handle. The target lesion was located in the mildly tortuous gonadal vein. A 12mmx40cm interlock-35 was selected for use. During procedure, several coils were already used in the patient but trouble was encountered upon using the last two coils. Both coils had trouble deploying and were stretched. This device was removed using rescue handles while the other coil was then deployed successfully. The procedure was completed with another of the same device. No further patient complications were reported. It was further reported that the coil was removed from patient's anatomy and that rescue handle is used in retrieving objects from inside the vasculature.